Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0jqyb, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had been leaking a lot, so they saw their hcp and they confirmed 2 days ago that the patient had a uti. The hcp put the patient on levaquin, but it didn't seem to be working. The patient had been experiencing leakage on and off for the last week and a half, but it had been especially bad today. The patient noticed today that they had been leaking continually for the last 1.5 hours. The patient wanted to know if there was a program or any adjustments they could do to help their situation. The patient would have a follow-up via the phone with their hcp's nurse tomorrow.

Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help.

Event description:
It was reported that the patient had leaking that started yesterday. The patient had a loss of therapeutic effect and a loss of bladder control on and off for about 2 days. The patient was also diagnosed with a urinary tract infection (uti) 5 days ago. The patient was given cipro, but that was the wrong medication for their infection so yesterday they gave the patient macrobid instead. The patient called their health care provider (hcp) to tell them that they had had leakage since yesterday and they redirected them to the manufacturer. It was verified with the patient programmer that stimulation was turned on to program 2 at 2.0v. The patient increased to 2.2v, but that was too strong when they stood up, so they decreased to 2.1v. The patient would try this setting and see if it helped. Later that day, it was reported that the patient had increased from 2.1v to 2.4v and for an hour it did not seem to leak and now it was. The patient did feel some stimulation when increasing stimulation. It was further reported that the patient did have a 50 percent or greater symptom reduction. The cause of the event was not determined, it was unknown if it was device related, and reprogramming was needed. The changed it to a different program and the pain went away. The patient did not experience a loss of therapeutic effect or a loss of stimulation. The patient recovered without permanent impairment.